Event description:
The operative report states that patient had bioprosthetic mitral valve stenosis with severe pulmonary hypertension due to early cacific degeneration of a bioprosthetic pricardial mitral valve.

Manufacturer narrative:
Evaluation: method (B)(4): device returned, evaluation anticipated, but not yet begun conclusion (B)(4): device returned, evaluation anticipated, but not yet begun additional manufacturer narrative: the device history record review and product analysis in process. Attempts have been made to retrieve patient information and operative report, however, no information has been received.

Manufacturer narrative:
Remove data reported on the initial MDR. Evaluation summary: as received, the valve exhibit heavy calcification in the cusp area of leaflets 1 and 3, and moderate to heavy in the cusp area of leaflet 2. At the free margins calcification is minimal to moderate at leaflets 1 and 3. Calcification restricted mobility in the leaflets and led to stenosis. Minimal host tissue overgrowth encroached onto the tissue outflow and into the orifice at the greatest point by approximately 2mm. Host tissue is minimal at the stent outflow. The x-ray demonstrates calcification. Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Based on the information available, there is no indication of a product quality deficiency during the manufacture of the device that may have contributed to this event. Patient factors likely contributed to the reported event.

Event description:
Reportedly, the sales representative was contacted by the hospital regarding a valve that was explanted after an implant duration of approximately 3 years due to calcification, two leaflets were not opening properly. The bioprosthetic valve was replaced with a mechanical valve.